Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported patient outcome and heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this investigation. The account reported that the patient was found to have expired in their house due to unknown causes on (B)(6) 2021. The device operated as expected and the death was not considered to be device-related. Heartmate ii lvas, serial number (B)(6), was not returned for investigation. The current heartmate ii lvas instructions for use (IFU), rev. C, lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death, in section 1, ¿introduction¿. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause of death was unknown. The patient was reportedly found on the floor at home. The device was reported to have functioned appropriately. No additional information was provided.